Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt380 adult dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit was observed to have a hole before patient use. There was no patient involvement.